Manufacturer narrative:
The changes are as follows: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: d.4. Medical device lot #: 8165816. D.4. Medical device expiration date: 2023-06-30. H.4. Device manufacture date: 2018-07-31. D.4. Medical device lot #: 7324523. D.4. Medical device expiration date: n/a. H.4. Device manufacture date: 2018-01-22. D.4. Medical device lot #: 8109710. D.4. Medical device expiration date: 2023-04-30. H.4. Device manufacture date: 2018-04-19. D.4. Medical device lot #: 8282507. D.4. Medical device expiration date: 2023-10-31. H.4. Device manufacture date: 2018-12-05. H3 other text : see. H.10.

Event description:
It was reported that a needle clog occurred during use with a bd ultra fine¿ pen needles. The following information was provided by the initial reporter. "Consumer returned call and said nothing comes out during the priming and during injection. She has this issue happening with 2 boxes. Consumer uses new needle for her injection. She rotates the injection site, she takes the medicine at night. Consumer visually tests the needle to see if it is straight. Consumer firmly attaches the pen needle on to the pen."

Event description:
It was reported that a needle clog occurred during use with a bd ultra fine¿ pen needles. The following information was provided by the initial reporter, "consumer returned call and said nothing comes out during the priming and during injection. She has this issue happening with 2 boxes. Consumer uses new needle for her injection. She rotates the injection site, she takes the medicine at night. Consumer visually tests the needle to see if it is straight. Consumer firmly attaches the pen needle on to the pen."

Manufacturer narrative:
H.6. Investigation summary: customer returned (48) used 32g x 4mm bd pen needles: 10 from lot 7324523, 7 from lot 8109710, 17 from lot 8165816, 14 from lot 8282507. Consumer reported nothing comes out during the priming and during injection. All 48 returned pen needles were examined, and the following was observed: 13 with straight non-patient end (npe) cannulas. 1 with a broken npe cannula (from lot 7324523). 34 with bent npe cannulas. No evidence of manufacturing defects was observed on the sample with bent or broken npe cannulas (see attached photos). The 13 pen needles with straight npe cannulas were tested for flow using a test pen injector: all 13 were able to expel properly, and no issues were observed. The bent or broken npe cannulas would be the cause for no flow through the pen needles, hence, the customer would think the pen needles were clogged (as reported). Since all 48 samples were returned after use, the probable cause for the bent or broken npe cannulas is user error when attaching the pen needles to a pen injector. A lot history review was carried out and no related non conformances were raised in association with these packaged lot numbers concluding all inspections were performed per the applicable operations and met qc specifications. Based on the samples and/or photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure (bent npe cannula, broken npe cannnula). The possible root cause for this issue is: user error. No evidence of manufacturing related issues were observed on the returned samples. It is bd¿s experience that the non-patient end breakage and bending is directly associated with the placing of the needle onto the pen device by the user. If the non-patient end of the needle is not placed centrally to the pen device, then instead of the non-patient end of the needle piercing the rubber septum of the vial, it hits hard material and can be bent/broken when fitted to the pen. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on the above, no additional investigation and no CAPA is required at this time.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 8165816, medical device expiration date: 2023-06-30, device manufacture date: 2018-07-31, medical device lot #: 7324523, medical device expiration date: n/a, device manufacture date: 2018-01-22. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a needle clog occurred during use with a bd ultra fine¿ pen needles. The following information was provided by the initial reporter, "consumer returned call and said nothing comes out during the priming and during injection. She has this issue happening with 2 boxes. Consumer uses new needle for her injection. She rotates the injection site, she takes the medicine at night. Consumer visually tests the needle to see if it is straight. Consumer firmly attaches the pen needle on to the pen."